Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, episodes of noise as well and elevated impedance and increased capture threshold were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed no abnormalities. The patient's condition was stable and will continue to be monitored.